Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump had critical pump error alarm and open book image. Customer stated that red cross on screen and buttons was stucked. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the self test and active current measurement. No open book during testing. The thus software was utilized and successful and found no critical pump errors to generate the open book in the device history or long trace. However, insulin pump unable to rewind during the rewind test and high sleep current measurement. Unable to perform the displacement test, prime/seating test, basic occlusion test and occlusion test due to insulin pump unable to rewind. Device was cut open to perform visual inspection and found moisture damage on the electrical board 1, 40 pin flexible printed circuit/lcd, motor flex tail, battery tube and vibrator and electrical board 2. No moisture damage on the keypad assembly and internal battery during the visual inspection. The original electrical board 2 was installed in a test electrical board 1, case, internal battery and motor. Powered the insulin pump on using the battery simulator and the insulin pump rewinds properly and the sleep current measurement are within specification. The original motor was installed in a electronic assembly, case, internal battery and motor. Powered the insulin pump on using the battery simulator and the insulin pump unable to rewind and sleep current are within specification. Perform brush cleaning with the isopropyl alcohol the moisture damage motor flex tail, reinstalled in a electronic assembly, case, internal battery and motor. Powered the insulin pump on using the battery simulator and the insulin pump unable to rewind. The original 40 pin flexible printed circuit/lcd was installed in a test electronic assembly, case, internal battery and motor. Powered the insulin pump on using the battery simulator and the sleep current measurement remains high. Perform brush cleaning with the isopropyl alcohol the moisture damage 40 pin flexible printed circuit/lcd and the sleep current measurement are within specification. In conclusion, insulin pump unable to rewind due to moisture damage motor flex tail and high sleep current due to moisture damage on the 40 pin flexible printed circuit/lcd. The test p-cap locks properly in place in the reservoir compartment noted. No damage on the retainer during visual inspection. Device received with pillowing keypad overlay. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.